Event description:
Pt had stage IV pressure ulcer treated with multiple applications of wound vac during hospitalization (B)(6) 2007 to (B)(6) 2009. Wound also treated with skin graft and finally closed on (B)(6) 2009. Pt was admitted to (B)(6) on (B)(6) 2009. Readmitted on (B)(6) 2010 with her stage IV pressure ulcer open. On wocn consult it was determined there was a retained wound vac sponge from previous hospitalization.